Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure. There was a missing piece from the vasoview hemopro 2 accessory kit. Not the vessel seal itself, just a piece to hook up to the vessel sealer it self. They had to open another one because there was a piece missing. There was no delay. There was no patient harm.